Manufacturer narrative:
Manufacturing evaluation still in progress.

Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date in (B)(6) 2006, an ultrasound revealed a proximal type I endoleak. No aneurysm enlargement was detected. On (B)(6) 2006, the pt was implanted with a gore aortic extender component to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.